Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer also reported that the display was blank. The troubleshoot was performed and was advised to insert a new battery. The customer stated that the display was returned. The customer was advised to monitor the pump and successfully assisted her with rewind. The insulin the pump will not be returned for analysis.